Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings of 429 mg/dl overnight. The customer stated no leaks or air bubbles from the insulin pump. The customer changed her quick set every 4 days. The customer was advised to change her set every 3 days. The cannula was not bent. Customer did not want to do high pressure test.